Event description:
The customer generated a falsely elevated ca19-9 result for one patient while using the architect ca19-9xr assay. The customer indicated an initial result of 283.87 u/ml. After centrifugation from a freeze/thawed specimen the retest generated a result of 30 u/ml. A recollected sample generated an initial result of 30 u/ml and a retest of 30 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. The customer indicated the result was a temporary increase after they completed troubleshooting on the sample. An accuracy testing protocol was executed using lot 17239m500. Testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 17239m500, was identified.